Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
During a lower extremity atherectomy procedure, when the cook guide wire was removed from the patient, the user found that the wire had broken. According to the initial reporter, the patient had developed an av fistula of sfa during the atherectomy procedure. A stent graft was placed in the patient during procedure. A section of the device did not remain in the patient.

Manufacturer narrative:
(B)(4). (Additional information provided/updated): investigation/evaluation: during the course of the investigation, a visual inspection, along with a review of the complaint history, quality control, dimensional verification, manufacturing instructions, and a trends of the product was conducted. The wire guide was returned in a used and damaged condition. The visual examination confirmed that the inner mandril had protruded through the coil, approximately 5 mm in length, measuring from the distal weld connection at approximately 7.5 cm. The distal weld connection was intact. This device was inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections during the manufacturing process and again, prior to transport. We are unable to determine with certainty the root cause of the reported difficulty; however, it is plausible to suggest that patient anatomy may have made withdrawal or manipulation of the wire guide difficult. Thus, resulting in damage when the force exceeded design specification during a procedurally related event. We will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
During a lower extremity atherectomy procedure, when the cook guide wire was removed from the patient, the user found that the wire had broken. According to the initial reporter, the patient had developed an av fistula of sfa during the atherectomy procedure. A stent graft was placed in the patient during procedure. A section of the device did not remain in the patient.